Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in (B)(6).

Event description:
The customer complained of questionable tsh results for two patients when tested on a cobas e411 immunoassay analyzer, serial number (B)(4). Patient 1 had an initial tsh of 8.14 uiu/ml on (B)(6) 2017. Repeat testing was not performed on this sample. A second sample was drawn on (B)(6) 2017 with a tsh of 3.18 uiu/ml and a repeat result of 3.15 uiu/ml. Patient 2, a (B)(6) female, had a tsh of 6.85 uiu/ml on (B)(6) 2017; the sample was repeated on (B)(6) 2017 with a result of 5.87 uiu/ml. A second sample was drawn on (B)(6) 2017 with a tsh of 2.05 uiu/ml and a repeat of 2.09 uiu/ml. There was no allegation of an adverse event. Calibration was outdated and the customer does not measure quality controls (qc) on a daily basis. Qc was not run on all dates relevant to the event, so the quality of all of the analyses cannot be verified . The available qc data were acceptable. The system date in the analyzer was back-dated one year. Since the first sample for patient 1 was not repeated, it is unknown if the result was correct. For patient 2, the results of both samples are reproducible. A shift in tsh values might be attributable to variations in tsh secretion in conjunction with the patient's lifestyle. Based on the data provided, the tsh results are not necessarily discrepant. Biological variations could explain the differences.